Manufacturer narrative:
Additional information provided in d4., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The log file shows that the beam control check was performed before the start of the treatment and not immediately before the treatment. The surgeon missed vacuum one, one times and vacuum two once. Suction ring and patient interface were docked twice on patient¿s eye because the surgeon has had difficulties reaching a valid suction one and two value. The surgeon interrupted the treatment once by releasing the laser pedal during bed cut. The treatment of the patient's right eye was finished successfully. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The reported product was not received at the investigation site for evaluation. A root cause for the reported event could not be determined because according to logfile review the product met manufacturer¿s specifications. There is no indication that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during flap creation, a suction break occurred in the patient¿s right eye. The surgeon redocked and completed the flap. While dissecting the flap, an area of uncut tissue was observed, then the surgeon used scissors to manually complete the flap during refractive surgery. The creation of the left flap was uneventful. Both eyes were successfully treated with the excimer.